Event description:
The olympus thunderbeat generator began to smell like smoke during the surgical procedure, while the machine was not is use at the moment. The thunderbeat hand-piece was disconnected, and the generator was turned off and unplugged. The olympus rep was notified and has requested we return the unit for analysis, which we will do. No harm to patient or staff. We have had the unit for 6 weeks on trial.====================== manufacturer response for cauterizing device, olympus thunderbeat (per site reporter).====================== have asked the manufacturer to evaluate and to share their findings with us.